Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14666, 2017865-2020-14667. It was reported that the implantable cardioverter-defibrillator had migrated and was eroding through the skin. The leads and device were explanted because of an infection. The patient was stable pre, during, and post procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces and was measured to be 15.9 cm/49.3 cm. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.